Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 2 months dental implant was installed in intraoral region 28#, its non-osseointegration was observed. In addition, 32ncm of primary stability was achieved, the patient presented bone type iii and trauma over the implant has happened.